Manufacturer narrative:
Product analysis information -- 2020-01-10 10:10:29 cst pli# 20 product ID# 3058 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Concomitant medical products: product ID: 3889-28, lot# va11bby, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-16 (B)(6) (rep, con): information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported the system didn't work and they wanted it explanted. The physician felt like the system had been helping, but the patient had early dementia and repeatedly asked to have the system taken out. The surgeon had attempted turning the device off for a period of time, but the patient still wanted it out. The full system had been removed. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported the system didn't work and they wanted it explanted. The physician felt like the system had been helping, but the patient had early dementia and repeatedly asked to have the system taken out. The surgeon had attempted turning the device off for a period of time, but the patient still wanted it out. The full system had been removed. No patient symptoms were reported. No further complications were reported or anticipated.